Event description:
Customer service was contacted (09/14) by a man whose wife had the charite artificial disc implanted. He requested the name of a surgeon who could remove the device. He stated that his wife was having an x-ray. Indicating that the device may have migrated. Customer service gave him the name of several doctors to contact.

Manufacturer narrative:
Very little info was provided at the time the pt's husband contacted depuy spine. Only a cell phone number was given. Four messages were left on the cell phone between 09/14-09/28, with no response. Our local area distributor was unaware of any adverse events within his territory. No definitive conclusion can be made. The reported issue could not be confirmed and at this time, no connection can be made between the event as reported and any shortcomings of the device or info provided with the device.